Event description:
This report summarizes 1 malfunction event(s), where it was reported the device experienced incorrect measurement. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken.